Manufacturer narrative:
H10: additional manufacturer narrative.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not requested to be returned for evaluation as there was neither indication nor allegation of premature failure or device deficiency. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 6900ptfx pericardial mitral valve underwent a mini mitral valve replacement procedure after an implant duration of 12 years, five (5) months due to severe mitral stenosis with small paravalvular regurgitation. The explanted valve was replaced with a 33mm 7300tfx pericardial valve. There was no allegation by the surgeon that the explanted surgical valve had prematurely failed or malfunctioned.